Event description:
A customer reported experiencing cgm error 42 with their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process. After the reset, the error did not reoccur, and the customer was able to successfully start their sensor session.